Event description:
The advocate stated she tested the customer's blood glucose and received readings of 257, 47, and 200 mg/dl using the customer's contour meter. The advocate called paramedics because the customer was showing symptoms of hypoglycemia. Paramedics tested the customer's blood glucose at 43 mg/dl. No treatment was mentioned, but most likely, the customer was treated with glucose. While customer service was gathering product information, it was discovered the customer's test strips were expired (open past the 6 month open expiration date). The customer's meter was replaced.